Manufacturer narrative:
Device was used for treatment, not diagnosis. Since the subject device reportedly broke during insertion with a retained fragment, it is not considered to have been implanted. The subject device fragment (screw head) is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. (B)(6). A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reported an event in (B)(6) as follows: it was reported that during an unspecified surgical procedure on (B)(6) 2016, the cortex screw broke during insertion. The screw shaft fragment was left in the patient's bone. Another screw was used to complete the procedure. There was less than a two minute surgical delay due to the reported event. The surgery was successfully completed without further patient harm. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Product investigation summary: only the screw head of the cortex screw 4.5 l38 sst was received for investigation. The approximately 29mm measuring threaded shaft is not available for investigation. Because of the damage, the complaint relevant dimensions cannot be checked for dimensional accuracy against the valid manufacturing specifications. The remaining threaded flank has a wavelike deformation and the fracture face is homogenous, which shows the typical view of a forced rupture. The device history record review shows that the device met the specifications at the time of manufacture and distribution. The device¿s lot was manufactured in september, 2015 as a total of 240 parts, which all met specifications. No manufacturing related issues that would have contributed to this complaint were found. The exact root cause of this event cannot be determined, but the most probable root cause is excessive force through method of use and associated/accumulated damage and wear. No manufacturing related issue was identified and/or confirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.